Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08710 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn #: (B)(6) event date of 21-mar-2025 and related svn#: (B)(6) event date of 26-mar-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn #: (B)(6) event date of 21-mar-2025 and related svn#: (B)(6) event date of 26-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 2 days prior to the related svn#: (B)(6) event date of 26-mar-2025. In further review of the formatted history file 1 week prior to the primary svn #: (B)(6) event date of 21-mar-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 05:38:00.000 insert battery alarm was found on: (B)(6) 2025 07:37:54.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 16:39:57.000. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during the testing. Sensorerroralert (801) was found on: (B)(6) 2025 02:23:30.000 (B)(6) 2025 02:33:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.86 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The customer reported blood glucose value of 580 mg/dl at the time of hospitalization. The customer experienced symptoms were vomiting, diabetic ketoacidosis, dehydration, altered vision, feeling sick/unwell, flu like, tiredness/weakness during hospitalization. The hyperglycemia was treated with an intravenous insulin infusion, visited to emergency room, manual injection/insulin pen during hospitalization. The event involved products mmt-1884, mmt-332a, and mmt-242a. Troubleshooting was partially performed and later customer declined. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and the customer's response was that the device will be returned. It was unknown whether the customer will continue using the reservoir and infusion set. No product return is required for mmt-332a. No product return is required for mmt-242a.